Event description:
The user facility reported pressure increase in the capiox fx25 device. Follow up communication from the user facility reported the following information: the procedure being conducted was a thoracabdominal aorta replacement against infectious aortic dissection; the patient had had an aortic arch replacement with an open stent graft previously; at 2:27a.m. Pump on, the existing open stent graft was removed; a new straight graft and woven graft were placed under heartbeat at normal temperature; at 7:08a.m. The pressure at the inlet port of the oxygenator increased; the pressure at the outlet port of the oxygenator decreased; blood level in the reservoir started to decrease gradually; at 7:37a.m. Blood flow was obstructed before the oxygenator module; the circulation was ceased and the whole circuit was changed out to a new fx25 device; blood loss for the replacement of the oxygenator was about 500ml; at 7:55a.m. The circulation restarted; there was no increase in the pressure before the oxygenator; at 9:19a.m. The circulation was completed; the procedure was completed successfully; and it was reported that the patient was not satisfactorily progressing after the operation.

Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomalies in the visual appearance. The actual sample, after the blood pathway having been rinsed with saline solution, was subjected to another visual inspection. The formation of red thrombus was noted inside. The actual sample was fixed with glutaraldehyde solution. The housing and filter was removed and the filter was subjected to unaided and magnifying visual inspections. Red and white thrombi were noted to be adhering to both side of the filter. The state of the meshes, including the diameter, was confirmed to be normal. The oxygenator module was subjected to visual inspection. The fiber winding was confirmed to be in the normal state. The fiber layer was removed from the winding in increments of 4mm and each layer was subjected to visual inspection. The formation of red thrombi was noted significantly on the layer after 12mm of the fiber layer had been removed. The fiber layers collected was inspected under magnification. The formation of red and white thrombi was found on each layer. After all the fiber layers and the outer cylinder were removed, the inside the heat exchanger module was subjected to visual inspection. Red thrombus was found to have formed. Electron microscopic inspection of the outer and inner surfaces of the filter revealed the adhesion of erythrocyte components, including blood platelets, red blood cells and white blood cells, and the formation of the fibrin net. Electron microscopic inspection of the fiber on each layer on the front side of the fiber winding collected revealed the adhesion of erythrocyte components, including blood platelets, red blood cells and white blood cells, and the formation of the fibrin net. A review of the DHR of the involved product/lot# combination confirmed there were not any indications of production-related problems. A search of the complaint file found no previous report of this nature with the involved product /lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based upon the available information, there may have been some changes in the patient's blood property due to some factor(s), where blood corpuscle components may have become prone to get aggregated. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: "adequate heparinization of the blood is required to prevent it from clotting in the system." And "do not reduce heparin during circulation. Otherwise, blood clotting might occur." (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).